Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump received a battery alert and then the display went blank. She had to reset the time and date. The patient's blood glucose at the time of incident was 212 mg/dl. Troubleshooting was initiated and the customer's basal rates were still present in the insulin pump. The customer was unsure what battery alert occurred but the alarm history revealed the following: low battery alert, weak battery alert, and battery out limit alert. No products were returned and a replacement battery cap was shipped to the customer.